Manufacturer narrative:
Continued h.6 (health effect - impact code): f2303, f2201. Date of alcl diagnosis: (B)(6) 2019. The events of lymphoma-alcl-suspected and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification to h6: upon review, alcl was inadvertently un-reported in previous submission. Cd30+ was reported at the time of explant, and patient received a diagnosis of alcl. Cd30 was negative in subsequent cytology reports one year after device removal. The biomarker alk has not been received at any time.

Event description:
Patient representative reported right side ¿diagnosis of bia-alcl,¿ ¿rashes,", "tingling skin", ¿severe inflammation of lymph nodes", "fear of cancer recurrence, emotional distress pain and suffering". Also reported ¿open skin sores,¿ ¿sicca syndrome,¿ ¿triggered vasculitis,¿ ¿dry and painful eyes and mouth,¿ ¿hair loss" which is not related to the device. Histopathological markers confirming alcl have not been received. The device has been explanted. Treatment: device explant, total mastectomy, chemotherapy, radiation.

Event description:
Healthcare professional reported "recurrent seroma after capsulectomy", this event is not related to the device as the event occurred after device explant. Per pathology report of the drained fluid, "findings not diagnostic for malignancy; no cd30 - positive cells identified."

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon review of received pathology reports, allergan medical safety determined that there is no malignancy. Additional, changed, and/or corrected data: b.5, b.6, b.7. G.1.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation, crease fold, voids/bubbles in the gel and weight to the spec. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported a right side lymphoma -alcl, pain and inflammation. Pathology report noted marker cd30+. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is lymphoma. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side lymphoma -alcl, pain and inflammation. Pathology report noted marker cd30+. Device was explanted.